Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack on back of the insulin pump. The insulin pump had a physical damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = missing. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a battery anomaly. The pump was requiring a new battery 3 to 4 times a day. The customer also reported that the half of the pump was getting warm and there is a crack on the back of the pump that starts at the top near the battery compartment and runs down the pump. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a missing reservoir tube o-ring, a missing display window/cover, a broken reservoir tube lip, a missing retainer, a cracked case-corner of belt clip rails near the battery tube compartment, a missing/broken belt clip plate weld and a pillowing keypad overlay. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. However, the pump had a high sleep current measurement. The test p-cap/reservoir does not lock in place and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The pump was monitored for several hours and no unexpected test battery or battery tube overheating noted. No damage inside the battery tube during visual inspection noted. The pump history file/traces download was successful using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No unexpected power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6). The pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. The original pcb2 was installed in a test pcb1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcb1 was installed in a test pcb2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. In conclusion, the pump had a high sleep current measurement, problem isolated on the pcb2. Failure analysis summary: the insulin pump was received with a cracked battery tube threads, a cracked case-corner of belt clip rails near the battery tube compartment and a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The test p-cap/reservoir does not lock properly inside the reservoir tube.  The pump was monitored for several hours and no unexpected test battery or battery tube overheating noted. However, the insulin pump alarmed unexpected battery power loss or replace battery alert or replace battery now alarm, problem isolated on the electronic assembly. (B)(4).